Event description:
Atrial unipolar out of range. Unable to see what the number was. Bipolar is stable low around 228 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).